Event description:
Per the reporter, repeated "bas sen err" message given when trying to clean scopes in the dsd edge machine just purchased a few months ago. Error started with just one side of the basin, but then switched to both sides. When they try to resume the cycle, it aborts the cycle. They restart the whole cycle and it completes the cycle. It has been reported that this was happening frequently.